Event description:
It was rpt'd during a laparoscopic cholecystectomy, while using a 355ld, the trocar was leaking pneumo at the seal area. It is unclear at this time whether pneumo was leaking from the inner or outer seal. The case was completed with the same trocar. The trocar came from kit #fdc37. The lot # is k47y9u. There was no consequence to the pt.